Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the clinic after having received a vibration alert. Device interrogation revealed the ICD was in backup reset. The issue was resolved via reprogramming. No patient symptoms were reported.